Manufacturer narrative:
A visual and functional evaluation of the subject stretcher was conducted by an authorized field technician at the customer's location. It was found the safety bail assembly was missing a nut and bolt. It is unknown when the hardware went missing; however, routine inspection of hardware is recommended in the IFU. The stretcher was repaired and returned to service.

Event description:
The customer reported having an issue with the safety bail assembly. There were no reports of patient involvement or adverse event associated with the observation.

Event description:
The customer reported having an issue with the safety bail assembly. There were no reports of patient involvement or adverse event associated with the observation.